Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing. No interventions were performed and the ra lead will continue to be monitored. The patient was in stable condition.